Manufacturer narrative:
A review of the device history record (DHR) for the involved lot was conducted which revealed the product met all quality criteria and manufacturing specifications prior to release. Biocompatibility of the device has been established. There is no evidence to suggest that a product malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage system one user's guide includes allergic or adverse reaction as potential risks associated with dialysis treatments and also includes warnings to observe the patient and monitor physical status for potential complications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a nurse stating that a (B)(6) female patient with an unspecified medical history developed pruritis approximately 15 minutes into her first short daily hemodialysis treatment at a dialysis facility. The symptom resolved after treatment was terminated and 25mg of intravenous benadryl was administered.